Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high, unstable thresholds and oversensing. The lead was also noted to be undersensing and was not seeing the r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.